Event description:
It was reported that a patient presented to the emergency room with muscle stimulation. Fluoroscopy was performed, but did not reveal any fractures. The physician believes insulation abrasion. Programming changes were performed to resolve the issue; the device will continue to be monitored. The patient condition was stable.